Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 100 mg/dl. Customer also reported that the device had a battery out limit. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor and received with corroded motor home switch. The insulin pump passed displacement test. The insulin pump powered up properly after battery installation, the operating currents are within specifications and no battery out limit alarms noted. The insulin pump has minor scratches on the lcd window. The drive support was inspected and no anomaly noted.